Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck in uterus- vagina [foreign body in reproductive tract]. Case description: consumer reported via social media that the tampon got stuck. No serious injury reported.